Manufacturer narrative:
Additional narrative: date of event is an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date in 2020, the surgeon had problems with the removal of a trochanteric fixation nail advanced (tfna) nail. The cannulated tool which screws in the proximal part of the nail is very hard to introduce is the nail, under the typical or conditions, especially in patients with excessive soft tissue. The surgeon struggled to finally engage the nail properly and remove it. The procedure was completed with an unknown delay. Patient status is unknown. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a nail extractor. This is report 1 of 1 for (B)(4).